Event description:
It was reported that the patient failed to recharge the ipg for approximately more than 6 months. As a result, ipg was inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-operatively.